Event description:
Pt came to or for recheck cystoscopy and left retrograde. X-ray showed question of a foreign body. Ureteroscopy was done and showed that a piece of plastic from a microvasive 3 fr gemini basket "ext" from pt's previous surgery on 5/14/1998 was still in ureters.